Event description:
Customer hospitalized dka. Proper maintainence was not done and compartment was very dirty. Pt blood sugars are within normal range. Eval summary: analysis revealed that the unit's drive nut assembly was rusted with the threaded segment int he disengaged position causing it to slide freely. Unit not properly maintained. Compartment very dirty. Serial # pre-dates drivenut material change.